Event description:
The customer requested an event log review for a reported heparin over infusion. The heparin infusion started at 2230 with a rate of 29 ml/hour. The nurse heard the pump module alarming at 2345 and found the heparin bag empty and the pump module door open. The customer reported the pt opened the door due to the IV tubing being wrapped around the IV pole. The pt had an increased ptt level. Extra blood draws were taken and protamine was administered due to the heparin over infusion. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). The event logs and device were evaluated for a reported over infusion of heparin. A review of the concomitant pcu event log showed that the heparin infusion had been running since the morning of (B)(6) 2013 and at 10:47 pm, the user programmed a new vtbi. At 11:26 pm, the log recorded a door open alarm on the pump module. Twelve seconds later the log recorded a safety clamp open/close door alarm that lasted approx 15 minutes before the door was closed and the system was shut down. No anomalies were found during visual inspection of the disposable sets and pump module. Testing on the door sear/safety clamp interface indicated that the door was consistently closing the safety clamp as designed. Testing also indicated that when the clamp was intentionally opened, the device continuously alarmed as designed. The root cause of the reported over infusion was the result of the safety clamp being opened for 15 minutes. No device eval is believed to have occurred.